Manufacturer narrative:
D9 - date returned to MFR: 11-may-2026. H3 and h6 codes: updated. The suspect device was returned for evaluation. The event history log (ehl) review showed multiple ¿power outage¿ alarm messages. Service history indicated that the device had not been serviced. Visual inspection and functional testing were conducted. When powered on, the pump displayed the message: power failure, please replace aa batteries. After replacing the aa batteries, the pump operated normally. The reported issue was confirmed, and the root cause was identified as depleted aa batteries.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump stopped working and was beeping during infusion. There was patient involvement, no injury was reported.